Manufacturer narrative:
The investigation for the reported positioning issues has been completed. The root cause of positioning issue was most likely use issue related since impella caught on papillary muscle during initial placement of the pump.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that they encountered positioning issues during impella cp support. Impella was inserted via lfa (left femoral artery) and initially appeared to be positioned well across av (aortic valve), however continuous impella flow reduced alarms present. Position assessment on transthoracic echocardiography revealed impella was caught on papillary muscle so physician attempted to reposition. During repositioning, impella came out of lv (left ventricle) and into aorta. A 0.035 guidewire placed through re-access side port and used as rail to re-insert impella. Despite careful re-insertion, impella still appeared caught on papillary muscle. Unable to run impella higher than p6 in this position, however waveforms and flows were appropriate for p level. Physician was ok with leaving pump in this position. Patient was sent to unit on support.